Manufacturer narrative:
(B)(4).

Event description:
Received info the pt was unable to adjust her stimulation due to a power on reset condition. Medtronic technical services was able to help the pt resolve this issue. Add'l info has been requested and if received a follow up report will be sent.